Event description:
It was reported that the pt's hearing performance with the device was satisfactory for 3 years, but then started to refuse the system and did not visit the clinic for an appointment. Recently, the pt wanted to use the system again, but has only limited access to sound with the device.

Manufacturer narrative:
The device has not been explanted if it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.